Event description:
As reported, the 6x15 palmaz blue/aviator stent was released early during advancement. The device was removed easily. The case was completed with a new pb stent of the same size. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The sds was prepped per the IFU without difficulty. The stent was not manipulated during prep. The stent was properly mounted on the system. It was noted that negative pressure was applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The procedure was a stenting of the renal artery. The target lesion was measured to be 4.6mm in diameter. The lesion was not calcified, and the vessel did not have any tortuosity. The lesion was noted to have an 80% stenosis. The device was not being used to treat a chronic total occlusion (cto). The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. There was no difficulty encountered while advancing/tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. There was no difficulty crossing the lesion with the device. The catheter was never in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82230396 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6x15 palmaz blue/aviator stent was released early during advancement. The device was removed easily. The case was completed with a new pb stent of the same size. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The sds was prepped per the IFU without difficulty. The stent was not manipulated during prep. The stent was properly mounted on the system. It was noted that negative pressure was applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The procedure was a stenting of the renal artery. The target lesion was measured to be 4.6mm in diameter. The lesion was not calcified, and the vessel did not have any tortuosity. The lesion was noted to have an 80% stenosis. The device was not being used to treat a chronic total occlusion (cto). The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. There was no difficulty encountered while advancing/tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. There was no difficulty crossing the lesion with the device. The catheter was never in an acute bend. The device will be returned for evaluation.